Event description:
Initial reporter indicated that the patient had high lead impedance eri no on a systems test. Indicating a possible lead malfunction. The patient did not have any history or falls or injuries, but the patient may have possibly manipulated the lead as the patient is developmentally delayed. This has not been confirmed. The last within normal limit diagnostics taken on the patient were last year. X-ray review by manufacturer revealed a gross lead discontinuity. Revision surgery is likely. At this time it is not planned.

Manufacturer narrative:
X-rays reviewed by manufacturer, gross lead break noted. Device malfunction occurred, but did not cause or contribute to a death or serious injury.